Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6 january 2026, a distributor reported via email that an ar-8926t tightrope (lot 33696) was unable to self-lock at the end of the procedure when the excess pulling suture was being cut. The issue was detected during a syndesmosis repair. The surgeon and distributor representative confirmed that the suture remained intact throughout button deployment, tensioning, and trimming; however, the tightrope failed to lock as expected. The surgeon subsequently removed the affected tightrope by cutting the suture and proceeded with an additional tightrope, manually tying a knot to avoid any potential locking defect occurring again in the same case. The defective unit may have not been complete in its original packaging. No patient harm was reported.